Event description:
It was reported that the patient was experiencing some right sided rib stimulation. The patient underwent a revision procedure wherein one lead was removed. The patient was doing well postoperatively. The explanted lead will not be returned as it was discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7094524.